Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had dimension issues. The following information was provided by the initial reporter : the user reported removing the needle before injection and finding that the needle pe was shorter stating that the needle was not broken.

Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had dimension issues. The following information was provided by the initial reporter : the user reported removing the needle before injection and finding that the needle pe was shorter stating that the needle was not broken.